Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v161124, implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead.

Event description:
A patient reported their implantable neurostimulator (ins) was recently replaced. The patient reported it was replaced due to normal battery depletion, and stated it was dying but during the replacement surgery, they found out that the electrodes were "terribly bent" so a whole new system was put in. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the removal of the electrode from the battery revealed a broken electrode. It would not feed properly into the new battery. No further information reported.